Manufacturer narrative:
Final device analysis reveals no anomaly found. Normal device function. Baclofen was found in the pump reservoir.

Event description:
Manufacture's representative reported pump removal due to pump pocket infection. Implant duration and patient symptoms were not reported. Additional information relating to patient symptoms and outcome has been requested. A follow-up report will be sent when additional information is received.